Manufacturer narrative:
(B)(4). Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. Unit passed displacement test, self test and rewind. However, loud motor noted during rewind. Problem isolated to motor.

Event description:
Information received by medtronic indicated that the insulin pump did not alarm her last night when she got the low battery alarm and the rewinding was too loud. Customer stated they saw missing segments during the self test. Customer stated the self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.